Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the lumbar peritoneal (lp) shunt system was implanted in (B)(6) 2016. According to the report, the physician suspected that the lumbar vertebra catheter was occluded. Reportedly, since the physician considered the event was a product malfunction issue, a revision was performed to replace the product with another manufacturer's device. At the time of the report, the patient's status was alive-no injury.

Manufacturer narrative:
Approximately 28 cm of the lumbar catheter was returned. The returned catheter was patent and met the requirements for leak testing. Therefore the conditions of this complaint could not be verified by laboratory personnel. Proteinaceous debris was noted in the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.